Event description:
A customer reported that during unit confirmation testing, a "b" positive donor sample resulted as "o" positive on the galileo.

Manufacturer narrative:
A review of initial testing showed that a "b" positive result was obtained. The customer stated that the unexpected result was due to a clot and carry-over. Due to the customer reporting pipettor errors, an immucor field services engineer proactively replaced the sample probes and performed the necessary maintenance. Qc and samples were tested to verify instrument operation. The instrument is operating according to specifications. The customer was also made aware of the following limitation located in the galileo operator manual: forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as group "ab", or an rh (d) negative sample being interpreted as rh (d) positive. For this reason, abo-rh results should always be compared to the patient or donor's history.